Event description:
Service and repair report states that two hand pieces for battery powered driver were spinning continously. This malfunction occured during surgery. Product was received at service and repair, was able to repair the device.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted the report states that the hand piece for the battery powered driver was spinning continuously. The product was received at service and repair who conducted a visual evaluation and determined that device could be repaired. The device was repaired and returned to the customer. A review of the device history records has been requested. There is no further information available on this event. If any other information is received this will be reported via a supplement.

Event description:
Updated information from the complaint stated this event was a normal service and repair warranty replacement with no patient involvement. No further information will be made available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. A review of synthes device history records for manufacturing revealed no complaint issues.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Updated information from the complaint stated this event was a normal service and repair warranty replacement with no patient involvement. No further information will be made available. Placeholder.